Manufacturer narrative:
Customer stated the infant had excess oral secretions and the ett had tape residue on it from previous taping. Customer stated these factors may have affected the adherence of the tape. The product was not returned for evaluation as of the date of this report.

Event description:
Customer reported 1" multipore dry tape was used to secure a female infant's endotracheal tube (ett). The infant reportedly started to desaturate and the nurse noted the ett slipped through the tape, 1 cm, 14 hours after tape application. The tube was repositioned and re-taped with 1" multipore dry tape. The following morning, the nurse noticed the ett tube slipped 1.5 cm through the tape. The infant reportedly had not extubated, the tube was repositioned, and re-taped with their previous cloth tape. The infant was reportedly doing well and did not suffer any consequences due to the ett slippage. Customer reported the infant had excess oral secretions and the ett had tape residue on it from previous taping. Customer reported these factors may have affected the adherence of the tape.

Manufacturer narrative:
Complaint sample was received and sent to manufacturing for testing. Test samples met 3m specifications for adhesion to tubing. 3m representatives followed up with the facility and provided the following information: to maximize adhesion of multipore tm dry surgical tape for tubing securement, the following application techniques are recommended: apply 3m¿ cavilon¿ no sting barrier film to protect at-risk skin. Allow to dry completely before applying tape. (With following disclaimer) *3m¿ cavilon¿ no sting barrier film may be applied to adults, children and infants over 1 month of age. Cavilon no sting barrier film is not recommended for infants under 1 month of age. Apply tape to clean, dry skin and devices. Apply tape with some tension to reduce gaps and looseness, but do not overstretch the tape to devices and skin. After application use firm pressure to maximize adhesion to tube and/or skin. If possible, spiral the tape around the tubing to maximize surface area of adhesive to tubing. Monitor tape adhesion periodically. It is recommended tape be replaced if it becomes overly saturated, loose or soiled. Access the following link for additional training videos:go.3m.com/ctsapplications. Please work with your local sales representative for additional training as needed.